Event description:
Additional information received from a manufacturer representative reported the cause of the implantable neurostimulator (ins) not fully charging to 100 percent and turning off was not determined. The patient was without any therapy once and they had to go to the hospital to have a forced charging session, which lasted 6-7 hours. The patient's speech had been a little but blurry. No problems were observed when recharging the ins, there was good coupling, and the patient was not around any sources of electromagnetic interference. The "call your doctor" icon was not identified. Over the last six charging sessions, two of the charging sessions led to 50 percent charge. It was unknown when the ins suddenly stopped. When the therapy calendar of the ins was checked, there was no data for the therapy before the last week of (B)(6) 2016, but everything since then was available. The ins had been charging every 3-4 for about 2 hours. The left side of the ins was programmed to c+, 1-, 2- at 3.8v, 150 hz, and 150 usec and the right side was programmed to c+, 8- at 3.6v, 150 hz, and 150 usec. Therapy impedances were measured to be within normal limits on the right and left sides. The patient had fallen down several times, but there was no change in efficacy of their therapy. When the system was interrogated, everything was working except for the ins turning off some times. The manufacturer representative recommended the patient keep a diary of incidents where they find therapy off. The patient was well and therapy was going well.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) would not fully charge to 100 percent even though there was full coupling. The ins also suddenly stopped without reason. The patient was aware of the ins stopping due to their symptoms coming back suddenly and a "call your doctor" icons being displayed on the patient programmer. The patient and their family would then have to restart the ins at that moment. The cause of the event was unknown. No diagnostics or troubleshooting has been done and no actions/interventions have been taken. The manufacturer representative planned to meet with the patient on (B)(6) 2016. The issue was not resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.